Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a kinked infusion set cannula. The customer had light to moderate ketone levels and an elevated blood glucose (bg) level (273 mg/dl), and were addressed with a correction bolus, via the pump. The customer went to the emergency room (ER) and an insulin drip and fluids were administered to address bg level. The customer was subsequently transferred to the intensive care unit (ICU) with diabetic ketoacidosis (dka) symptoms. An insulin drip and intravenous fluids were administered to address dka symptoms. The customer was released from the hospital (B)(6)2017. Multiple attempts were made by tandem¿s technical support (cts) to obtain the infusion set information; however, no additional information regarding this event was provided.